Event description:
Adac's field svc engineer was installing upgraded table docking pins. When he released the floor pin by hand, the sensor-mounting bracket cut off the tip (about .5 inches wide and .11 inched deep) of his middle finger.